Event description:
After changing the pbp, dialysate and replacement bags, the machine triggered several alarms and went into self-test. During self-test, two pumps speeded up. The nurse also reported that during self-test the blood pump stopped. After pressing delay self-test option, the machine went back to normal after a few minutes. Nurse continued the treatment and the incident did not re-occur.